Manufacturer narrative:
Correction h6 field: device codes updated.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope and feeling palpitations in the chest. This implantable pacemaker was attempted to be interrogated via latitude consult several times without success. The device was able to be interrogated using the programmer and the device was found to be in safety mode. Technical services (ts) also noted the patient is pacemaker dependent and observed pauses greater than 2 seconds as the patient did not exhibit an underlying rhythm. Ts discussed the magnet response will not work in safety mode and advised to replace the device. This device remains in service at this time and is scheduled for replacement. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, product analysis could not be performed. Additional information received indicates the device was explanted and replaced for a non-boston scientific product. In addition, it was also reported that the patient experienced episodes of dizziness due to loss of capture. No additional adverse patient effects.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope and feeling palpitations in the chest. This implantable pacemaker was attempted to be interrogated via latitude consult several times without success. The device was able to be interrogated using the programmer and the device was found to be in safety mode. Technical services (ts) also noted the patient is pacemaker dependent and observed pauses greater than 2 seconds as the patient did not exhibit an underlying rhythm. Ts discussed the magnet response will not work in safety mode and advised to replace the device. This device remains in service at this time and is scheduled for replacement. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, product analysis could not be performed. Additional information received indicates the device was explanted and replaced for a non-boston scientific product. In addition, it was also reported that the patient experienced episodes of dizziness due to loss of capture. No additional adverse patient effects.